Event description:
It was reported that this pacemaker was recently implanted, and the patient noted that during cycling, the minute ventilation (mv) rate response feature was not well tolerated. Boston scientific technical services (ts) was contacted for optimization, and it was noted that stress testing would be performed. The physician performed the stress test, and it was observed that the mv feature had automatically disabled. Ts was contacted again, and it was discussed that the device had not been properly fixed to the pocket with suture points. Ts is currently reviewing the device data to determine why the mv feature had disabled. Additionally, the physician noted the surgical re-intervention to suture to device would be difficult due to infection risks. At this time, this pacemaker remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in section h6 (evaluation conclusion codes). This report is being sent to provide new information in b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), h1 (type of reportable event), and h6 (impact codes). This report is being sent to provide new information in section h6 (evaluation conclusion codes).

Event description:
It was reported that this pacemaker was recently implanted, and the patient noted that during cycling, the minute ventilation (mv) rate response feature was not well tolerated. Boston scientific technical services (ts) was contacted for optimization, and it was noted that stress testing would be performed. The physician performed the stress test, and it was observed that the mv feature had automatically disabled. Ts was contacted again, and it was discussed that the device had not been properly fixed to the pocket with suture points. Ts is currently reviewing the device data to determine why the mv feature had disabled, but it was unable to conclusively determine as it was unknown what the patient was doing at the time of the event. Additionally, the physician noted the surgical re-intervention to suture to device would be difficult due to infection risks. However, the patient experienced a recent ventricular tachycardia episode. This, in addition to the persistent mv rate issues, resulted in the physician electing to surgically explant and replace the device to resolve the event. The explanted pacemaker is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), h1 (type of reportable event), and h6 (impact codes). This report is being sent to provide new information in section h6 (evaluation conclusion codes).

Event description:
It was reported that this pacemaker was recently implanted, and the patient noted that during cycling, the minute ventilation (mv) rate response feature was not well tolerated. Boston scientific technical services (ts) was contacted for optimization, and it was noted that stress testing would be performed. The physician performed the stress test, and it was observed that the mv feature had automatically disabled. Ts was contacted again, and it was discussed that the device had not been properly fixed to the pocket with suture points. Ts is currently reviewing the device data to determine why the mv feature had disabled, but it was unable to conclusively determine as it was unknown what the patient was doing at the time of the event. Additionally, the physician noted the surgical re-intervention to suture to device would be difficult due to infection risks. However, the patient experienced a recent ventricular tachycardia episode. This, in addition to the persistent mv rate issues, resulted in the physician electing to surgically explant and replace the device to resolve the event. The explanted pacemaker is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
His report is being sent to provide new information in b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), h1 (type of reportable event), and h6 (impact codes). This report is being sent to provide new information in section h6 (evaluation conclusion codes). This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative). The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker was recently implanted, and the patient noted that during cycling, the minute ventilation (mv) rate response feature was not well tolerated. Boston scientific technical services (ts) was contacted for optimization, and it was noted that stress testing would be performed. The physician performed the stress test, and it was observed that the mv feature had automatically disabled. Ts was contacted again, and it was discussed that the device had not been properly fixed to the pocket with suture points. Ts is currently reviewing the device data to determine why the mv feature had disabled, but it was unable to conclusively determine as it was unknown what the patient was doing at the time of the event. Additionally, the physician noted the surgical re-intervention to suture to device would be difficult due to infection risks. However, the patient experienced a recent ventricular tachycardia episode. This, in addition to the persistent mv rate issues, resulted in the physician electing to surgically explant and replace the device to resolve the event. The explanted pacemaker was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), h1 (type of reportable event), and h6 (impact codes).

Event description:
It was reported that this pacemaker was recently implanted, and the patient noted that during cycling, the minute ventilation (mv) rate response feature was not well tolerated. Boston scientific technical services (ts) was contacted for optimization, and it was noted that stress testing would be performed. The physician performed the stress test, and it was observed that the mv feature had automatically disabled. Ts was contacted again, and it was discussed that the device had not been properly fixed to the pocket with suture points. Ts is currently reviewing the device data to determine why the mv feature had disabled, but it was unable to conclusively determine as it was unknown what the patient was doing at the time of the event. Additionally, the physician noted the surgical re-intervention to suture to device would be difficult due to infection risks. However, the patient experienced a recent ventricular tachycardia episode. This, in addition to the persistent mv rate issues, resulted in the physician electing to surgically explant and replace the device to resolve the event. The explanted pacemaker is expected to be returned for analysis. No additional adverse patient effects were reported.